Event description:
The customer reported an intermittent loss of fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced. The system was then found to be operating as intended.